Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a promus element mr, ous, 3.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 240mm from the distal end of the strain relief. There were also multiple hypotube kinks along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 96% stenosed, 33x3.50mm, target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. Following pre-dilation with 2.0x12 balloon catheter, a 3.50x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that during removal of the device, the hypotube was broken outside the patient's body.